Event description:
Cartridge alarm 30 was reported. The customer's blood glucose level was displayed as "high," but the specific value was unknown. The customer addressed the high levels with both a correct injection and a bolus on the pump, and technical support assisted in loading a new cartridge, successfully resolving the issue without requiring third-party assistance.